Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 5 days starting on (B)(6) 2018 with a blood glucose level of 547 mg/dl. The customer did not provide any symptoms of their blood glucose levels. The customer was treated with insulin. The customer stated that the insulin pump failed to delivery insulin due to an error with the infusion set. The customer was assisted with programming their insulin pump. The insulin pump will not be returned for analysis.